Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "outcomes of revision total knee arthroplasty" written by dann j. Laudermilch bs, catherine j. Fedorka ba, alma heyl ccrc, nalini rao md, and richard l. Mcgough md published by clinical orthopaedic related research (2010) 468:2067¿2073 doi 10.1007/s11999-010-1304-x published online 23 march 2010. The article's purpose was investigate whether mrsa infections are associated with decrease functional scores. Data was compiled from 43 patients (45 knees) who underwent mobile bearing tka revision from january 2003 to september 2006. Original revision surgery reasons were infection and non infection reasons (not provided) two groups were formed in infection group mrsa and non mrsa group. All patients received the same implant product type at revision surgery. The article does not identify cement manufacturer, and the article does not state if patients received patella resurfacing. Depuy products utilized: lcs revision femur with mbt tibia. Adverse events: infection and re-infection (treated by revisions, debridement, irrigation and one above knee leg amputation).